Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the iesu to resolve errors c-82 at start up. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have error c-33/m-02-3 during start-up. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the customer encountered errors with the integrated electrosurgical unit (iesu). The intuitive surgical, inc. (Isi) technical service engineer (tse) confirmed errors m-02, 2-71, and c-33 on the iesu. The isi tse walked the customer through reseating the cables on the back of the iesu generator along with the power cord, and the c-33 error returned. The procedure was converted to laparoscopy with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there were no additional ports or port enlargement that needed to be made for the procedure conversion. The patient tolerated the conversion, and the procedure was completed laparoscopically with the same generator.